Event description:
It was reported that the pt underwent a total knee arthroplasty procedure utilizing zimmer pt specific instruments guides on (B) (6) 2010. Difficulty with the flexion angle resulted in a delay of 45 minutes. Event is being reported as a delay in the procedure was indicated; no product non-conformances were identified.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. (B)(4).